Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The suspect device was disposed of by the customer; therefore, a product analysis could not be performed. However, the photo submitted by the customer was investigated, and additional failures were discovered. In addition to the basket wire assembly being detached from the device, it was found that one of the basket wires is bent and that the sheath is buckled and bent. Based on the available information, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and integrity. Handling and manipulation of the device during its use can lead to the sheath and basket wires kinking or bending. Additionally, interaction with the scope could have contributed to the bends found on the device. This would then result in friction between the wire assembly and sheath, and upon continued attempts to actuate the handle, the excessive force can result in the basket detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that the zero tip basket was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the pull wire broke at the distal end, as confirmed by a photo submitted by the customer, resulting in the distal end, including the basket, detaching into the patient. However, there was no stone inside the basket when it detached. Another zero tip basket was used to retrieve the broken piece and complete the procedure. There were no patient complications as a result of this event.